Event description:
Information was received from consumers regarding a patient who was previously receiving morphine at an unknown dose/concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient experienced infection symptoms with the location being their incision. Symptoms included redness; it stayed red around the incision and never healed up. The pump was removed in (B)(6) 2015 because it "stayed infected" and they couldn't figure out why. It was noted the patient's healthcare provider (hcp) had asked him to get a list of materials in the pump. Further information was received the same day, from another consumer. It was reported the patient had "some sort of auto-immune response" after the most recent pump was implanted. The consumer believed the patient had the reaction because they used adhesive glue for the wound instead of sutures which had been used in the patient's previous surgeries. The patient had fluid buildup over the pump as well prior to its removal. It was noted the removal was of the total system. The fluid was reportedly cultured and there was no bacteria found so they reportedly didn't believe it was infection. The hcp, per the consumer, was now stating the patient should have an allergy test done for the pump before they would re-implant it. Further information was not provided including what diagnostics were performed, if any additional actions/interventions were taken, if the cause of the symptoms was determined or if the symptoms had resolved. Further follow-up was also conducted to clarify if an infection was ruled out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.